Event description:
The customer reported that the device failed to recognize that internal paddles were connected.

Manufacturer narrative:
Note that this device is no longer supported, and philips does not offer replacement parts or service. We do not expect this device to be returned to service as a result of philips support or service. As there was no report of death or serious injury, no further investigation is warranted.